Manufacturer narrative:
(B)(4). Device evaluation summary: thirty-two unopened samples of product code 663, lot mhb832 were received for analysis. The complaint sample was not returned for analysis. During the visual inspection of thirteen unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. Per the condition of the representative samples, no performance breakage suture was observed, and the tested sample meet the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number mhb832- 663h55, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent a bariatric procedure on unknown date in (B)(6) 2019 and suture was used. The suture broke when used on the skin. Another like device was used to complete the procedure. There were no adverse patient consequences reported.